Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Flowmeter needed to be replaced. Flowmeter replacement and functional check were performed. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during the inspection, the flow rate verification test failed in an arctic sun device.